Manufacturer narrative:
Film evaluation results are: a review of a 3d film report 2 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. The proximal neck diameter ranged from 22 ¿ 23mm along the 28mm length. The max aaa diameter measured 4cm, and the distal aortic diameter was 45mm. The right limb was seen placed into the mid-length of the aneurysmal right common iliac artery which measured 26mm max in diameter, and a distal type I endoleak was noted. The distal end of the right (24mm diameter) limb was ~5.5cm from the right hypogastric artery. Distal to the right limb, the distal portion of the rcia was acutely angulated and measured 20 x 23mm in diameter. A dissection was also noted in the right external iliac artery. On the left side, the stent graft limb was seen positioned into the left external iliac artery. The max diameter lcia diameter was 69mm, and a hematoma was noted at the mid-sfa. The exact cause of the distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown. It is possible that implanting the limb short on the right side, in order to avoid limb placement into the acutely angulated distal iliac artery, may have contributed. The likely cause of the increasing left common iliac aneurysm was due to retrograde blood flow from the distal endoleak on the right side which was communicating with the left common iliac artery. The cause of the dissection and hematoma also could not be determined. Films during and post-intervention were not available for review.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 40.4 mm diameter abdominal aortic aneurysm. It was reported that approximately two month post index procedure, the patient presented with a large hematoma at the mid left superior femoral artery. A CT scan was done and an artifact in the left superior femoral artery was observed, which was the cause of the hematoma. In addition, there was increase in the size of the left common iliac aneurysm from 6.3 mm to 6.9 mm due to a distal type I endoleak on the right side. The left common iliac aneurysm was enlarging because the distal bifurcation was wide and there was communication between the right common iliac artery (rci) and left common iliac artery (lci). The wide bifurcation and communication provided crossover retrograde flow from the rci distal type I endoleak to the lci aneurysm. There was also a dissection in the right external iliac artery measured approximately 7.6 mm in length. The cause of the dissection was unknown, however the physicians felt that the dissection may have been there at the initial procedure or was caused by manipulation during the index procedure. It was noted that the dissection was clearly evident at the re-intervention/repair procedure. Neither physician attributed the dissection to the device. A secondary intervention was done the next day. The physician extended the right limb to the hypogastric artery with another stent graft and a viabahn graft was implanted across the artifact in the left superior femoral artery to seal a leak that was unrelated to the index procedure. After the secondary intervention, the lci aneurysm appeared to be shrinking. Per the physician, the cause of artifact in the left superior femoral artery leading to hematoma was unknown. In regards to the distal type I endoleak on the right side, the physician stated that the limb stent graft landed short on the right side to avoid a bend in the right common iliac artery. No additional clinical sequelae were reported and patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.